Event description:
According to the surgeon: during the lap ventral hernia repair, the devices functioned satisfactorily without issue. The surgeon did not observe any complications during the four-hour procedure. Ninety tacks were used during the case on a 1mm x 34cm long and 18cm wide mesh. The patient's initial surgery was in 2008. The next day, at 7:30 am the patient was complaining of pain and subsequently expired during hospitalization. The coroner examination revealed that three of the tacks penetrated beyond the mesh and tissue. One of the three tacks made it through the pericardium causing cardiac tamponade. 10ccs of blood loss was observed. The lot number of the products was not available, and the three samples are not available for evaluation since the issue occurred postoperative.

Manufacturer narrative:
MDR initial report submitted: 10/24/2008.